Manufacturer narrative:
Five of the six units were returned. Two of the five returned cassettes were found to leak. One of the leaks was at the c-flex, pvc bonding area and the other leak was in the c-flex material. (B)(4) has been opened to address the leak failures. Three cassettes returned passed all the applicable testing. They operated within the manufacturing specifications. The review of the device history records does not indicate any abnormalities.

Event description:
It was reported that six cassettes leaked. Exact dates of the alleged failure are unknown. It was reported that the failures occurred from (B)(6) to current ((B)(6) 2012). Before (B)(6) 2012 no one other than the customer had knowledge of the failures. It was reported that four of the six cassettes were found to be leaking at medication fill. There was no pt injury.